Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed to autofill and failed the patient interface module leak test. There was no patient involved and no adverse event was reported.

Manufacturer narrative:
The stm replaced the pneumatic module assembly which resolved the issue. Subsequently, the stm completed pm service including all safety, functionality, and calibration checks. All tests passed to factory specifications and the iabp unit was cleared for clinical use and released to the customer. (B)(6).

Event description:
It was reported that during preventative maintenance (pm) performed by a getinge service territory manager (stm), the cardiosave intra-aortic balloon pump (iabp) failed to autofill and failed the patient interface module leak test. There was no patient involved and no adverse event was reported.